Manufacturer narrative:
Our quality engineer inspected the photos submitted for evaluation. The reported label issue was confirmed upon inspection of the photos. The root cause of the mix up is attributed to human error. When changing over to the new lot, the associate could have missed removing the dispenser box label. There was an action taken to review the line clearance process and identify any gap. A work instruction was created for changeover activities and to reinforce proper line clearances. Training was completed with all relevant production associates. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the product was no. 388534, but the label attached to it was no. 381334 before use.